Event description:
The customer states that the incorrect patent images are appearing under patent name. There was no known software issue.

Manufacturer narrative:
The ge service rep deleted the patient files and reloaded the software. Verified system operation. The system is operating as intended.